Event description:
The customer reported that a collimator iris pot would intermittently display on the system, which would prevent the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system is to be repaired by a third party. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.